Event description:
The manufacturer received information alleging a ventilator was not delivering the set tidal volumes. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated and cleaned to address the issue.